Manufacturer narrative:
The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commisure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. There are cases where the valve could move on the balloon while the device is being positioned across the native valve. This could be due to a heavily calcified annulus. The valve is visible under fluoro; however, there are times when this issue prevents proper positioning and/or deployment of the valve. Removal of the entire system or surgical intervention is sometimes necessary. In this case, the patient¿s multiple co-morbidities and cardiac history likely contributed to the patient¿s deteriorating condition after crossing the native annulus. Resistance while removing the ds from the annulus caused valve movement on the balloon inhibiting deployment of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, there is no evidence of that device malfunction or manufacturing issues contribute to this type of event; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During the transaortic tavr procedure, significant resistance was encountered while crossing the native annulus, followed by a significant reduction in the patient¿s systolic pressure. The patient was not able to recover and expired during the procedure. The tao approach was selected for this case, due to the patient¿s left ventricle (lv) hypertrophy and hyperdynamic lv causing a small cavity. Uneventful access was gained to the ascending aorta. Following balloon aortic valvuloplasty (bav), a 23mm sapien xt valve and ascendra+ (asc+) delivery system (ds) were introduced and advanced into the lv. Significant resistance was encountered crossing the aortic valve, followed by a significant reduction in the systolic pressure to approximately 30 mmhg. The ds and valve were pulled back into the ascending aorta to allow the patient to recover. Despite intervention from anesthesiology, the patient¿s pressure was poor. Some resistance was noted when removing the ds from the lv and back toward the sheath. During ds manipulations, the valve became misaligned on the ds balloon and could not be deployed. Therefore the system was removed. The patient¿s pressure continued to decompensate and she was placed on bypass support. Her rhythm stabilized while on bypass, however, significant blood was noted in the lung cavity. The decision was made to remove the patient from bypass and she expired. An autopsy was not performed. It was speculated that the blood in the lungs was due to aortic insufficiency, causing the blood to back-up in to the lungs. The native annulus diameter measured 22.4mm by CT (valve area 394.7mm2). No annular calcification, severe native leaflet calcification and moderate aortic root calcification was reported.